Event description:
The complainant alleged that during treatment of a pt (age unknown), the pt rec'd an unintended delivery of energy when the device was powered on. The complainant obtained another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.